Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was removed from service due to bad impedance readings. A new (0125) lead was implanted in this patient.